Event description:
Boston scientific crm received information that this pacemaker displayed 0.5 years remaining at the last follow-up visit. At the device replacement procedure, after an IV was started, it was noted that the device indicated two years remaining. It was determined that the device was programmed with the automatic capture feature on and the device was in retry mode. The retry programming likely reduced the longevity remaining. The physician cancelled the device replacement procedure and the field representative programmed static outputs. No patient symptoms were reported.

Manufacturer narrative:
The pacemaker remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.